Event description:
It was reported that inappropriate auto mode switch episode due to far r wave oversensing was received via merlin transmission. The patient was asymptomatic. Recommended programming changes were made that resolved the issue. The patient condition was fine.